Manufacturer narrative:
The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that this patient with a 23mm bioprosthetic pericardial aortic valve, implanted for nine (9) years and four (4) months, underwent a valve-in-valve procedure due to aortic stenosis and regurgitation. The tavr was performed with a 23mm edwards transcatheter valve. No additional details were provided.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Multiple requests for additional formation have been performed. Unfortunately, there has been no response from the healthcare provider. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. If any new information is received, a supplemental report will be submitted accordingly. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a bioprosthetic pericardial aortic valve, implanted for nine (9) years and four (4) months, underwent a valve-in-valve procedure due to unknown reasons. The tavr was performed with an edwards transcatheter valve. No additional details were provided.

Event description:
It was reported that this patient with a 23mm bioprosthetic pericardial aortic valve, implanted for nine (9) years and four (4) months, underwent a valve-in-valve procedure due to severe aortic stenosis and aortic regurgitation. The tavr was performed with a 23mm edwards transcatheter valve. The valve was deployed in good position. Tee was reviewed and there was no evidence of paravalvular leak. The mean gradient was 4 mmhg. The patient tolerated the procedure well and was transferred to pacu in stable condition. The patient was discharged home in stable condition pod #1.